Event description:
It was reported that the patient presented to the emergency room experiencing dizziness. The pulse generator was interrogated and a "device at eri" alert message displayed. The device was replaced, and the patient's symptoms were resolved.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was due to a defective integrated circuit. After the integrated circuit was replaced, normal device function ensued.